Event description:
Pt reported that approx eight months after treatment in the nasolabial folds and marionette lines with juvederm ultra with lidocaine, lumps under the skin started forming at the injection sites and have been growing. The pt visited two treating physicians that were not associated with the injecting physician. The first physician prescribed oral antibiotics which did not resolve the symptoms. The second physician injected the pt with a steroid which also did not resolve the symptoms. No additional info has been given at this time. Allergan's approach to compliance is to resolve all doubt I favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010.